Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken locking bolt is undetermined. Sign (B)(4) will continue to monitor these events as part of our post market activities.

Event description:
We became aware on 6/09/2016, that a sign locking bolt was broken. No case or cause data provided. Surgeon comment: "in this patient the proximal bolt on which the nail is loaded, broke while tightening."